Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported the insulin pump screen had a crack. The customer also reported button operation was not possible on the insulin pump. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to a severely cracked and bleeding display glass. No damage was noted to the keypad assembly. The insulin pump was received with a cracked reservoir tube lip, scratched case and minor scratches on the display window.